Event description:
It was reported that the user experienced an insulin delivery occlusion on an ilet system during a meal bolus, which interrupted insulin delivery and resulted in hyperglycemia; the user changed the infusion set and the occlusion alert cleared, with glucose trending down afterward. Customer care provided support that included troubleshooting, and replacement of the implicated infusion set. Investigation of this case revealed an occlusion associated with the infusion set that resolved after the set change, with no additional device malfunction reported. No symptoms during the event reported. Outcomes included no medical intervention. It was concluded that the event was consistent with an infusion set occlusion causing transient hyperglycemia, resolved by replacing the set, with the device operating as expected after the supply change.